Event description:
It was reported that the bronchovideoscope displayed an error message, e237 (scope error). It was unknown when the event occurred. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.